Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1802001 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the white introducer tube from two (2) mynxgrip vascular closure devices was not shuttled down when deployed, the sealant was still in the tube. The product was stored as instructed per labeling. The remaining unused devices from the same lot number will be returned.

Manufacturer narrative:
E-mail and phone number are being corrected. Health professional? And occupation are being updated.

Manufacturer narrative:
Complaint conclusion: it was reported that the white introducer tube from two (2) 5f mynxgrip vascular closure devices was not shuttled down when deployed, the sealant was still in the tube. The product was stored as instructed per labeling. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe and procedural sheath were not returned with the device. The sealant and advancer tube were found inside the shuttle cartridge tubing. It was reported that the white introducer tube from the mynxgrip vascular closure devices was not shuttled down when deployed; however, the sealant sleeve was still in manufactured position as received, which indicates that the shuttle may have not been inserted in to the existing procedural sheath. However, it is unknown if the device was manipulated post-procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Additionally, three sterile mynxgrip vascular closure devices 5f were received with the involved device in the original sealed packages but not in a temperature controlled condition. The devices were visually inspected prior to deployment simulation. No visual anomalies were observed. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock per the mynxgrip instructions for use (IFU). No anomalies were observed. Functional deployments were simulated and all devices deployed sealant with the advancer tube properly engaged to the proximal tamp lock. The advancer tube of each device was advanced to the marker satisfactorily. No resistance was felt during the deployment. The three returned sterile devices passed the simulation test and were deemed to be within specification. The advancer tube length and distance between the proximal and distal tamp locks were measured on the unit received already used and noted to be within specification. The tamp locks were inspected on the unit received already used at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1802001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned device since the advancer tubes were present and were visible after functional analysis. The root cause of the reported incident or why the shuttle down step could not be completed could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issues reported; however, handling factors are possible. The returned devices performed as intended per the mynxgrip IFU. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.